Event description:
Per end user the chair slowed down and suddenly it accelerated and almost caused the chair to hit his wife who was walking next to him. Chair is on the recall list and this joystick will be replaced under the recall.